Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, evidence of moisture ingress was observed in the battery compartment and on the battery cap. The battery cap was otherwise undamaged and secured properly to the pump to maintain power. The battery compartment was cracked, and a leak test was failed due to a battery compartment leak at the crack. The pump case was removed and no further evidence of moisture ingress was found. Unrelated to the complaint, the display was found lifted due to a failure in the display adhesive (gray tape).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was visible in the pump battery compartment. No physical damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.